Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation and also became aware of additional information. Mentor became aware that the patient also experienced extreme constant fatigue and that her hypothyroidism "morphed into" hypothyroidism. The patient had persistent weight gain and her health is failing. The patient also had unexplained swelling in her right leg, chronic migraines, hair thinning and turning gray, tinnitus, tmd/tmj where she is unable to open her mouth, bone loss in lower jaw bone, teeth loss, nipple discharge (yellow and sticky), ankle arthritis, mood swings, ibs, raynauds, night sweats and anxiety. The patient reported she has wished for death at times because of how bad she feels. On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device was ruptured. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. At the present time, there is not sufficient evidence to show an association between breast implants and auto-immune disorder. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. A manufacturing record evaluation (mre) of lot number 5922241 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 300cc mentor smooth round moderate profile saline on the left and a 325cc mentor smooth round moderate profile saline on the right, experienced breast pain, nipple discharge, swollen and very tender lymph nodes, fibromyalgia, constant fatigue, joint stiffness, and heart palpitations post-operatively. As a result, the patient will undergo bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.